Event description:
It was reported that the customer's device had its service indicator illuminated and would not charge and deliver defibrillation energy. This was discovered during testing and there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.